Manufacturer narrative:
(B)(4). Date sent: 7/22/2020. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the blade tip was damaged with gouge marks. However, the blade was not cracked. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen. After receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage result in a broken blade.

Manufacturer narrative:
(B)(4). Batch #: u9319g. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the white tissue pad was fallen off during the procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.